Manufacturer narrative:
A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. No sample has been received at the manufacturing site for testing; therefore, the customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3 h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The handpiece (hp) was returned for testing. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The hp was received for testing on this investigation. A visual assessment of the returned sample found cable damage. The handpiece was connected to a calibrated resistance test box, where the resistance and dissipation were found to be within specification. The returned handpiece was connected to dynamic tuning fixture (dtf) to test for tuning data. However, the handpiece tuning data was found to be within specification. The handpiece was prime/tune and temperature test and passed successfully. However, system message displayed when attempting a five-minute burn-in with the system set at 100% ultrasonic and torsional power. The cable jacket was stripped near the connector strain relief revealing broken wires. How or why the strain relief was stripped, cannot be conclusively determined. The returned handpiece was found to functionally exhibit no problems. Therefore, the root cause of the reported event is inconclusive. How or why the wire was broken, cannot be conclusively determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during cataract surgery, an ophthalmic handpiece overheated. The surgery was completed by using new handpiece. There was no patient impact was reported. This is the first of two reports received from the same initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.